Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the implantable cardioverter defibrillator (ICD) exhibited noise and failure to pace. It was then noted that this was due to an inadequate lead insertion into the ICD header. The ICD was implanted eventually. The patient condition was stable.